Event description:
The cables used by seven endowrist prograsp forceps broke during various cases while being used. New instrumentation was retrieved for the case to proceed ¿ no harm to patient or delay was caused. All cases were completed. Broken instrumentation was sent back to intuitive surgical for analysis.